Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2014 and suture was used. During the procedure the suture broke. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: a needle with suture in wound condition in zipper trays and broken suture pieces were returned for evaluation. The needle and suture were examined for attributes and no defects were noted. The suture was getting disintegrated when touched which indicates the suture might have absorbed moisture which is resulting into suture disintegration and suture breakage. No other issue was observed on the suture. Conclusion - representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements.